Manufacturer narrative:
(B)(4). One main tube, 2 stylets, and 1 angular connector were returned for evaluation. A visual exam was performed and a yellowish stain mark was found on the interior surface of the connector. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. The blue cuff was able to maintain pressure at 25mbar; however, the clear cuff deflated rapidly. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the clear cuff. The area of leakage was observed under magnification and a pin hole was observed on the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined as the full set was not returned. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release.

Event description:
Customer complaint alleges "the tracheal cuff didn't stay inflated when the anaesthetist test the cuff prior to intubation. It deflated slowly automatically". No patient involvement was reported. There was no report of patient impact or conseqence.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the tracheal cuff didn't stay inflated when the anaesthetist test the cuff prior to intubation. It deflated slowly automatically". No patient involvement was reported. There was no report of patient impact or consequence.